Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 349 mg/dl while wearing the pod. An insulin injection was administered to correct the hyperglycemia; however, the blood glucose level did not decrease until around 8:00 pm. During this period, the patient consumed only two spoons of rice with yogurt, which was not his usual meal. His intake was limited due to the previously elevated blood glucose levels. Upon removal of the pod from the infusion site (back), the cannula was found to be bent. The patient's mother reported that 2 units of insulin were given by injection, and the pod was replaced after 3 hours.